Event description:
Philips received a complaint by the field service technician on the v60 indicating that a 1109 "machine pressure sensor autozero failed" alarm error was logged in the event log. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service technician inspected the device, evaluated the event log, and found that a 1109 "machine pressure sensor autozero failed" alarm error logged. The field service technician replaced the flow sensor assembly for preventive measures, checked that the software version was 3.20, cleaned the device, and performed running and functional tests. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.